Manufacturer narrative:
The device was not returned to any of the olympus locations. Therefore, olympus medical systems corp. (Omsc) could not investigate the device. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc speculated that the endoscopic image disappeared temporarily due to a failure of the ccd unit, cable unit, or video connector. This failure may have been caused by unexpected stress on the camera head, cable, or video connector due to user handling. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the endoscopic image went black during the procedure. The customer plugged and unplugged the camera head from the video processor several times, and the endoscopic image was visible. The customer continued and completed the procedure. There was no report of patient injury associated with this event.